Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. The returned monitor passed isl(software) but failed test for issue unrelated to the shock delivered. Evaluation evidence indicates wcd performed per prescription and intended use. There was no observed damage, and all gel was deployed during the event. The wcd system incorrectly identified an arrythmia as shockable due to noise. Patient heard and felt the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Patient's caregiver reported that patient received therapeutic shock and the family had contacted 911. Patient got transported to hospital ed for medical care. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.